Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the analyzer was non-functional. The analyzer passed all functional testing. It was indicated that the patient connector had damaged pins. The analyzer was to be replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was cracked and the analyzer was non-functional. The programmer and analyzer were returned for service. There was no patient involvement.